Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. It was noted that the patient had a difficult anatomy for implant because they had two lobes. The device was mistakenly delivered to the second lobe twice before successfully implanting in the correct lobe. The patient was discharged on the same day with no noted effusion. At 1am on (B)(6) 2023, the patient presented to the hospital with a systolic blood pressure of 40. It was confirmed the patient had a late pericardial effusion on the appendage. The pericardial effusion led to cardiac tamponade. A pericardiocentesis was emergently performed and 100ml of fluid was drained. The patient was reported as stable and discharged on (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
An event of systolic blood pressure and pericardial effusion that led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.